Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the inserter was locked up in the chuck. No patient was involved in the event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation has shown that the chuck of the inserter f/ten is indeed jammed up and the instrument is fallen apart. The device shows hammer marks at the head and also at the t-handle which may have been the cause of the problem. Based on these findings it is likely that excessive force has led to the damage of the instrument. The inserter was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.